Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01296. This report is being submitted as additional information. Approximate age of device - 3 years, 11 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad percutaneous lead (driveline) had been previously replaced. The patient was then readmitted due to the lvad producing driveline fault alarms. A log file reviewed by the manufacturer¿s technical service representative confirmed driveline faults post driveline replacement. The lvad was connected to an ungrounded power module patient cable and sent home. The plan was to continue to monitor the patient during clinic visits. Additional information was received which stated that the patient received a heart transplant on (B)(6) 2018. The patient was in house status 1a on the transplant list due to driveline fault alarms and suspected internal short to shield condition of the percutaneous lead (driveline).

Manufacturer narrative:
The evaluation of the returned portions of the percutaneous lead (driveline) confirmed wire damage that would have contributed to the reported pump stoppage events that were captured in the submitted log file; however, the evaluation did not confirm damage that would have contributed to the reported driveline fault alarms. The pump was returned assembled with the driveline cut approximately 0.25 inches from the pump housing and the distal portion of the driveline was also returned. Evaluation of the inflow conduit and outflow cannula revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. Visual inspection of the returned portions of the driveline revealed breakdown of the metal braided shield approximately 30 -33 inches from the metal connector. Electrical continuity testing did not reveal any discontinuities. Visual examination of the distal-end segment of the driveline revealed breaches to the insulation of the yellow, red, black, and green wires 31 inches from the metal connector, exposing the inner conductors. Additionally, breaches in the insulation of the orange and yellow wires were observed 31.5 inches from the metal connector. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Both the pump-end segment and the distal segment of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages captured in the submitted log file. If the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield, the resulting electrical short would have caused the pump stoppages while the system was operating on battery power. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.